Event description:
During an intracardiac defibrillator insertion procedure, the tip of the luge guidewire used to find coronary sinus, broke off in patient. Approximately 3cm in length was left in patient and was found to be unretrievable. The luge guidewire was intact out of the package, however the end of the wire broke off into the patient. Addendum: the device has been secured and planning to be returned to the vendor.